Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced exit block after two of their leads experienced high thresholds and a confirmed fracture. Based on x-rays taken, it appeared the fractures occurred where the leads were crossing. A sternal thoracotomy was performed to remove and replace the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.